Manufacturer narrative:
Vitas healthcare reported patient failed to follow instructions not to smoke while on oxygen.

Event description:
Patient was smoking at home while oxygen was in use, despite training. As a result, patient experienced flash burn to the face and neck. Then 911 was called, patient was taken to hospital (ER).